Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc (single board computer) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would intermittently lock up. No patient or user injury was reported.